Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue with multiple cartridges. Reportedly, the customer reverted to an alternate form of insulin therapy. There was no reported adverse impact on customer's blood glucose level.